Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the patient alleged that the pump told him to deliver additional insulin for an elevated blood glucose reading even though a bolus of insulin was just delivered. The patient reported blood glucose readings of 187 mg/dl and 300 mg/dl with no reported symptoms of hyperglycemia. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.